Event description:
On (B)(6) 2022, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioflex meter was reading inaccurately. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that at 12:00 a.m., on (B)(6) 2022, they ¿started feeling symptoms¿; however, they were unable to provide specific details regarding the symptoms they developed. The patient advised that in response to the symptoms, they tested their blood glucose using the subject device, reporting that the device may have given a ¿wrong reading¿ though, they could not recall the result obtained. The patient manages their diabetes with a combination of insulin (novolog 1-20 units, self-adjusting and, levimir, 60 units) and oral medication (gliclazide, 1 pill unspecified dose) and the patient reported that in response to the reading obtained, they administered their medication as usual. The patient reported that an unspecified time later, he developed ¿diabetic shock¿; advising that he ¿could not move at all¿. The patient reported that an ambulance was called and attended at around 3 a.m., on (B)(6) 2022, and that he was subsequently taken to the emergency room (e.r) where he remained for around ¿40-48 hours¿ before being released. The patient was unable to recall what treatment he received or what his blood glucose was measured at in the e.r, stating that he was unconscious and did not remember ¿anything else¿ beyond the ambulance attending. At the time of troubleshooting, the patient was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject device at the time of testing. The patient was unable and/or unwilling to confirm if the test strip vial was intact; if the strips had been open beyond the discard date or if they had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event which required an ambulance and treatment at the e.r. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.